Event description:
It was reported that the recharger lost connection to the deep brain stimulation implantable pulse generator, and the user was unable to start a normal charging session. Multiple attempts to connect the recharger to the implantable neurostimulator were unsuccessful, and the "reposition antenna" screen was repeatedly displayed. Coupling changed from 8 boxes to completely not locating the implantable neurostimulator, and the patient was not able to connect and continue to charge after an initial partial charging. The patient's device was reported as not working, and the implantable neurostimulator was overdischarged. Troubleshooting steps were performed, including reviewing information about using the recharger, starting and ending physician recharge mode sessions, and attempting to charge the implantable neurostimulator in different locations. The patient was able to charge up to 25% and turn stimulation on, but was then unable to continue charging. Another recharger was tried and connected without issue, suggesting a potential problem with the original recharger. A replacement recharger antenna was ordered. The implantable neurostimulator was eventually fully charged a nd therapy was on. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.